Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found unresponsive at the nursing center. The system controller was reportedly not alarming when flows were at 0.2 liters per minute (lpm). Log file review captured pump stop alarms beginning at 5:02am on (B)(6) 2023 which appeared to be caused by complete loss of power to the system controller due to depleted batteries. It was unknown how long the pump was off due to the system controller clock being reset. Related manufacturer's report: 2916596-2023-04719.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of full battery depletion was confirmed via the submitted log file; however, the reported event of the alarms not being audible was not confirmed. A review of the submitted event log file spanned approximately 4 days (B)(6) 2000 per time stamp). There were low power hazards and a no external power alarm on 22jun2023 at 02:58:12 due to the patient letting the batteries fully deplete. The patient had connected to freshly charged batteries on (B)(6) 2023 at 23:41:35 and the batteries lasted 27 hours before the no external power alarm activated. The pump was supported by the backup battery for just over two hours until 05:02:32 when the speed dropped to 0 rpm and the clock resets. The controller was reconnected to power an unknown amount of time later and the pump restarted without issue reaching the set speed. The low flow alarm was active for the remainder of the log due to flow remaining under the 2.5 lpm threshold. The alarm silence button was pressed multiple times. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Throughout testing several different alarm conditions are manually induced to ensure the functionality of the alarm scheme and audio transducers. All alarms activated as intended both visually and audibly, the alarms were also able to be silenced without issue during testing. No atypical alarms were produced during testing. In the log file we can see that the silence alarm button was pressed several times while the low flow alarm was active indicating that someone was reacting to an audible alarm and silenced it. There is no self-test captured in the log but multiple self-tests were performed during testing and the controller passed each time without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use, rev. C, section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is 85 db. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.